Event description:
The patient came to the clinic to have their inr checked. The device result was 2.3 inr. The patient had pulmonary problems and was sent to the ER. Lab work was performed and included an inr test, which had a result of 0.9. The patient was admitted and was treated with an increase in medications. The device was replaced with new product and then authorized for return to the manufactured for evaluation.